Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2008 due to sui, isd and hypermobile urethro. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence, urinary problems, and dyspareunia. It was reported that patient underwent mesh revision/removal (excision of vaginal mesh, vaginal advancement flap) on (B)(6) 2012 due to erosion, pain and dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/23/2016.